Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location into the housing. The leak was discovered during patient infusion. The device was filled with fluorouracil 3590mg plus 5% glucose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured february 16, 2022 - february 17, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed fluid inside the device housing which suggested leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.